Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device eval by MFR: the device was received, and analysis was completed. The returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 83mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04dec2025. It was reported that a leak occurred. A sterling balloon was selected for use to treat lower extremity artery occlusion. The balloon had a problem when it crossed the iliofemoral artery. It retracted immediately after dilation and could not be successfully dilated. The device was replaced with a new sterling balloon. There were no patient complications as a result of the event. However, device analysis revealed a pinhole 83mm from the tip.